Event description:
Customer reported cgm error 42 related to their g7 sensor. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided comprehensive instructions on performing a pump reset and guided the customer through the process, after which the pump no longer displayed the cgm error code.